Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers were performed and no recorded quality problems or rejections to this incident were found. Retained samples from the reported batches were evaluated and no defects were observed. Based on the customer feedback, the black particles could be composed by embedded particles of burnt plastic from the molding process. Considering that any high-volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce discardit syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. The team has concluded that this is an isolated case with a negligible frequency of occurrence. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the customer feedback, we have concluded that the black particles could be composed by embedded particles of burnt plastic coming from the molding process. Despite the fact that any high-volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce discardit syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. We concluded that it has been an isolated case with a negligible frequency of occurrence.

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in experienced foreign matter on the device cannula. The following information was provided by the initial reporter: during use, an unidentified black foreign matter was found at the tip of the needle, and the use was stopped immediately.